Event description:
It was reported that the touch screen became unresponsive. Customer is unable to unlock the touch screen. No impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for eval. Should add'l info be received, a supplemental form will be completed.